Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six months ago. The patient had a pre-operative non flow limiting dissection flap on the left side. The remainder of the vessel morphology was unremarkable. It was reported that during a regular follow-up the left limb which, is the contralateral limb, was found to have occluded. It is unknown how or why it occluded as there was no stent graft kinking or vessel tortuousity noted. The physician went up and thrombectomized the left limb, then implanted a 16x16x93 and placed it in the gate down to the left hypogastric artery. The physician thinks that it is clot formation within the stent graft that caused the occlusion. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show a thrombus filled aaa with some calcification. The left iliac appears unremarkable; relatively large and non-tortuous. Post-implant films were not provided to evaluate the occlusion event.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: (B)(4) inherent risk of procedure (occlusion), (unknown cause of event). Evaluation, conclusion: (B)(4) (unknown cause of event).